Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that the (B)(4) device was received in good visual condition and with a (B)(4) reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the device would not staple but cut. While using the device with a gold reload, it stapled partially but cut completely. No consequences mentioned to date. The staple line was completed with manual sutures.

Event description:
On or about (B)(6) 2010, stryker received a personal injury lawsuit alleging that a pt was prescribed a stryker painpump following shoulder surgery on (B)(6) 2008. The pt was diagnosed with chondrolysis and alleges the chondrolysis is a result of the continued injection of medication into their shoulder. There are no allegations the product failed to perform as designed or programmed by the physician. Stryker is unable to ascertain whether or not one of it's products was actually used and will not be able to obtain the product except within the litigation process, if at all.